Event description:
During cardiopulmonary bypass, the centrifugal pump flow sensor displayed "questionable" flow values and the centrifugal pump was more noisy than expected. The procedure was concluded without incident. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval anticipated, but not yet begun.